Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The caller reported that on (B)(6) 2017 the patient had an appointment with their managing healthcare provider (hcp) where it was discovered that the ins had been turned off since (B)(6). The caller reported that the patient has had problems with turning the ins off accidentally in the past. The caller reported that the patient's stimulation was turned back on (B)(6) 2017. The caller reported they wanted to turn the patient's stimulation up because the patient was having "jerking problems", and stated that the hcp told them they could increase the stimulation if needed. The caller reported that the jerking problems started this morning. The caller reported that when trying to increase the stimulation, they encountered the upper limit screen. No further patient complications have been reported as a result of this event.